Manufacturer narrative:
Batch review performed on 3 december 2024 lot 2419050: (B)(4) items manufactured and released on 03-sep-2024. Expiration date: 2029-aug-18. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
About 20 days after the primary surgery, the patient was revised due to infection. Washout and liner revised as per standard procedure.